Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: failure event observed during analysis. Final analysis found that the lead was returned in three pieces. Insulation abrasions were noted at 2.9 cm to 3.2 cm, 3.1 cm to 3.3 cm and 5.0 cm to 6.0 cm from the distal tip. One cable coating was abraded at 5.6 cm to 6.0 cm from the distal tip. (B)(4).

Event description:
This report is to advise of an event observed during analysis.